Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported a female patient underwent an aortic valve explant after an implant duration of six (6) years, eleven (11) months due to severe aortic insufficiency. It was reported that there were several holes in the leaflets of the valve with no evidence of active or healed infection. The 21 mm bioprosthesis was excised and, after an annular enlargement, was replaced with a 23 mm pericardial bioprosthesis. The patient tolerated the procedure well and was taken to the ICU in stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. No further actions are possible with the available information.